Event description:
It was reported that the insulin cartridge leaked at the pigtail, and the issue occurred once. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer successfully changed the cartridge and resumed insulin therapy after contacting technical support, who processed a return merchandise authorization for the cartridge.